Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not turn off inside the patient. The pa noticed unusual smoking in the channel. They removed the device from the patient, opened the jaws and the device continued to deliver energy. The jaws were bright orange from the energy upon removal. They unplugged the device, opened a new device then completed the case. There was no apparent patient harm.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not turn off inside the patient. The pa noticed unusual smoking in the channel. They removed the device from the patient, opened the jaws and the device continued to deliver energy. The jaws were bright orange from the energy upon removal. They unplugged the device, opened a new device then completed the case. There was no apparent patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 14feb2020 and investigated on 25feb2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation on hot jaw was melted, charred, cracked and whitish in color. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released and the device de-activated as intended. No smoke and/or steam which could be considered excessive was observed during the testing. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failures "device remains activated" and "environmental particulates" were not confirmed, but the analyzed failures ¿material twisted/bent¿ and "thermal decomposition of device" were confirmed.